Event description:
It was reported that when returning the cardiosave intra-aortic balloon pump (iabp) from preventative maintenance (pm), the biomed noted the iabp had loose front wheels. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. Both wheels were secured to the console base which corrected the issue. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).